Event description:
During sample collection from the cervix, the foam tip of the swab came off inside the pt. The clinic collecting the sample was unable to retrieve the swab tip and had to send the pt to a gyn for removal. The gyn performed an endometrial biopsy and the doctor was able to suction out the swab tip that was lodged in the pt's vagina.

Manufacturer narrative:
The swab tip was returned for evaluation without the shaft. The tip was intact suggesting no force and a departing from the shaft. Since examination of the shaft cannot be done, the theory is the glue was not sufficient to retain the tip during collection. Records for this lot of material were examined and no anomalies were noted during the packaging of the product or at incoming inspection for the lot of swab material used to manufacture this lot of finished product. A 3 year batch history review was completed and no discrepancies were noted for the swab. Control points were verified with the swab vendor and determined that quality testing met product specifications. Based on investigation results and trending data, this appears to be an isolated incident.